Event description:
The pt rec'd his scs ipg on (B)(6) 2010. It was reported that pt stopped feeling stimulation. Amplitude levels do not go past perception on all programs. A registered nurse attempted to reprogram the pt at the doctor's office but unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.